Event description:
It was reported that the mini vision stent delivery system (sds) was in the mildly calcified, mid left anterior descending coronary artery (lad), when it was noticed that the mini vision stent was unable to be visualized on angiography. There was no attempt made to inflate the sds balloon. The stent was unable to be located in the catheterization lab, nor in the patient. A non-abbott stent was used to treat the lad. Reportedly, the patient seems to be doing fine. There was no additional information provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances for the lot. The results of the query of similar incidents in the complaint handling database for this lot found no similar incidents. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.